Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum (1). The root cause of this patient¿s adverse event can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens (2). Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported having peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with stenotrophomonas maltophilia in the culture and a wbc count of 1706/mm3. The patient was diagnosed with peritonitis due to touch contamination during pd therapy on the liberty select cycler at home. It was explained the patient contracted a peritonitis causing pathogen while gardening and did not wash his hands prior to the following pd treatment that evening. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 1000 mg (frequency and duration unknown) as antibiotic therapy for this infection. The patient was able to undergo one ccpd treatment on a hospital provided cycler until the patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was provided a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy on the same cycler once cleared by physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported having peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with stenotrophomonas maltophilia in the culture and a wbc count of 1706/mm3. The patient was diagnosed with peritonitis due to touch contamination during pd therapy on the liberty select cycler at home. It was explained the patient contracted a peritonitis causing pathogen while gardening and did not wash his hands prior to the following pd treatment that evening. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 1000 mg (frequency and duration unknown) as antibiotic therapy for this infection. The patient was able to undergo one ccpd treatment on a hospital provided cycler until the patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was provided a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy on the same cycler once cleared by physician.